Event description:
Pt reported that the first surgery went well and I had great vision, but later I started to experience flashes like christmas tree glare, poor vision on far distance, pain and hurting on both eyes, but right eye more. She stated that she can't drive or read anything. She said they did second procedure which I think was lasik surgery and I feel worse after it. She also mentioned that she paid a huge amount of moneythat don't think insurance will pay for it. I got depression too, and they said it is not removable either.